Event description:
A report was rec'd that the 2.6.6 version of functool software, when run using prose spectroscopy, had miscalculated the metabolite ratios for creatine + choline/citrate. No injuries were reported. The concern is that the physician might following a more aggressive treatment then needed for prostate cancer.